Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be updated. This is the same event as 3010536692-2015-01649. This event occurred in (B)(6).

Event description:
Allegedly per paper by gofton and beaule, j arthroplasty. 2015 may 9, "serum metal ions with a titanium modular neck total hip replacement system.": one patient underwent revision for aseptic loosening at 11 months post-surgery. No further details were provided.